Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle of a procedure, the alarm was activated from the recorder repeatedly, and an icon indication completion of procedure appeared on the recorder display. The patient had an x-ray, and the capsule was found located at the end of ileum. The data has been downloaded, and the video prematurely ended within the patient. There was no patient or user harm.